Manufacturer narrative:
Patient information was not provided. (B)(4).

Event description:
Customer reported a lymphoedema patient had laser therapy to her left foot on an unspecified date. Following the laser treatment (unspecified time span), (B)(4) cavilon no sting barrier film was reportedly applied to the area. The patient reportedly presented with a possible reaction to cavilon no sting barrier film or cellulitis of the left foot and was sent to the emergency room for treatment. Additional medical information was received on 9feb17. The patient allegedly received a diagnosis of "allergic reaction" and was reportedly treated with a 7 day course of unspecified antibiotics and a topical cortisone. The reaction was reportedly resolved. No additional information was available.